Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI number is not known as the part and lot numbers were not provided.

Event description:
This is filed to report recurrent mitral regurgitation and leaflet perforation requiring intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2021 to treat degenerative mitral regurgitation (mr). Two mitraclips were successfully implanted reducing the mr. On (B)(6) 2023, the patient returned for reintervention due to recurrent mr grade 3-4. The two index procedure clips were observed attached and stable, but visualization was difficult. A leaflet perforation was thought to be the cause of the recurrent mr. An additional clip was implanted lateral to the previously implanted clips without issues, but mr remained unchanged at grade 3-4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record (lhr) and corrective action tracking system for the web (catsweb) database for the reported lot could not be performed as the lot number and part number are unknown. Based on the available information the cause of the reported tissue injury & mitral regurgitation (mr) cannot be determined. The reported tissue injury & mr are listed in the mitraclip system instructions for use (IFU) and are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention & hospitalization were the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.